Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 143mg/dl. As the customer had changed their supplies to resolve the occlusion alarm prior to contacting tandem technical support (cts), cts was unable to perform a system check to determine a possible cause of the occlusion.